Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study report via a manufacturing representative that there was a return of incontinence following a repetition of falls on (B)(6) 2015. The device was reprogrammed on (B)(4) 2015 and the event resolved. Medical history included neurologic urinary incontinence since 2014. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the reprogramming date and the resolution date for the event was on (B)(6) 2015. No further complications were reported.